Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the failure was physical damage to the response button switches. The root cause for the damaged switches was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not functioning.